Manufacturer narrative:
.

Event description:
The physician reports that the crystalens broke when delivering the lens using the b&l lens injector sys. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged lens. A second lens was implanted successfully.